Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficit is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported right sided partial abducens nerve palsy was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a pipeline flex stent-assisted coil embolization procedure on (B)(6) 2018 using penumbra coil 400s (pc400s). Two days after the procedure, the patient then developed right-sided partial abducens nerve palsy. No additional action was taken. As of (B)(6) 2018, this event is ongoing. The right-sided partial abducens nerve palsy was adjudicated to be an adverse event with a possible relationship to the pc400 system and a possible relationship to the procedure.